Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control, therefore, parts and service are no longer available.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The customer confirmed this with multiple batteries, one of which was new. There was no patient use associated with the reported event.